Manufacturer narrative:
(B)(4). Potential causes for a leak include, but are not limited to: materials, loose connections, balloon or shaft rupture, damaged threads on the hub, faulty inflation device, associated devices being used and manufacturing. To ensure this is not a manufacturing related issue, all stent delivery systems are subjected to a 100% visual inspection. In addition, 100% of the products are leak tested during manufacturing. In this case, the product was not returned for evaluation which may have assisted in the investigation. It is possible that there may have been a faulty connection during the preparation of the device that resulted in the reported leak; however, this can not be conclusively determined or confirmed. Additionally, review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and no other incidents have been reported for leaks. The product was not returned for evaluation, and a conclusive cause for the reported leak could not be determined. However, there is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.you are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s.

Event description:
It was reported that during preparation the promus otw stent delivery system (sds) continued to draw in air. Based on the observation it is believed that there is a leak in the sds. Another sds was used to successfully complete the procedure. No patient involvement. No additional information was provided.